Event description:
It was reported that during a lap gastric bypass procedure that device was reloaded and fired across the stomach. The stapler stapled and cut only on the left side. The right side of the stapler did not staple. The surgeon lap sutured and restapled to complete the case. No pt consequence reported.